Event description:
Reported due to a guide break resulting in surgical intervention. A user facility mandatory medwatch was received in 2005, which states "perclose device became detached with a portion of the 6 fr sheath inside of the femoral artery. Manual compression was applied to prevent embolization and pt had a cut down and removal of retained piece. Device failed (e.g. Broke, couldn't get it to work or stopped working)." Upon further query with the customer, the following info was received: the clinician attempted an arteriotomy closure with a perclose at (closer ak) device following a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was performed prior to the procedure and the vessel "looked fine." The clinician experienced resistance upon device insertion and "re-angled the device greater than forty-five degrees" before deploying the needles. When the plunger was pulled back, only one suture was attached; a "separation was felt" and the foot was then parked. Reportedly, the device broke at the distal guide and the sheath remained in the artery. Vascular surgery was consulted the sheath was successfully removed from the pt in the cath lab. The arteriotomy site was surgically closed and hemostasis was achieved. The pt was discharged, as scheduled, in good condition.

Event description:
The patient continues to experience "pain and discomfort in his right groin as a result of this incident." The physician prescribed neurontin for the pain, but the patient was unable to tolerate the medication. The use of the neurontin has been discontinued. The patient's current treatment for pain is unknown.